Event description:
It was reported the pt had problem with impedance reading shortly after implant. The pt was brought back to the operating room where the ins site was reopened, the extensions were removed, cleaned, and reconnected. The pt recovered without sequela. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Result - lead extension. Device code other: revision.